Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, a stent fracture occurred. In (B)(6) 2009, a 3.00x16mm promus element drug-eluting stent was implanted . In (B)(6) 2013, the patient presented with chest pain. The physician performed cardiac catheterization and noticed that the stent was fractured. The physician placed a non-bsc stent over the implanted one. No further patient complications were reported and the patient's status was fine.